Manufacturer narrative:
On november 3 2020, mentor received additional information indicating that the patient's impacted device was a non-mentor product. It is currently unknown who manufactured the impacted device, and no further reporting for this device will be sent. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction with unspecified mentor gel implants and experienced capsular contracture, baker grade unk and a rupture on the left side post-operatively, which was confirmed by a physician. The patient indicated they had experienced a fall prior to experiencing the rupture. As a result, the patient underwent explantation on (B)(6) 2020.